Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that a system error had occured once in the past and the radiofrequency (rf) head had no telemetry with the programmer. The rf head was tested and it failed all uplink amplitude tests. It was also noted that the programmer fails driven lead and wrist electrode tests and the electrocardiogram connector is broken. It was also noted that the upper and lower case handles are broken, and the power cord bay has two broken latches.

Event description:
It was reported that the programmer needs aesthetic work and updates. It was also reported that there are broken doors on the programmer. The programmer was returned for servicing. No patient involvement or complications were reported as a result of this event.